Event description:
On (B)(6) 2011, pt reported ongoing concerns with the infusion sets to his infusion device leaking. Pt stated the infusion sets are continuing to leak. Pt reported the leak is coming from the infusion set cannula under the adhesive. Pt stated he notices the leak because his blood glucose goes up to 300 mg/dl. Pt's normal blood glucose range is 110-130 mg/dl. Pt stated he does not think the insertion assist plus device is working because sometimes he cannot get the slide to move. Advised pt on how to properly use the insertion assist plus device. Pt is inserting the infusion set correctly. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.